Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system intended for use in treatment, will not be returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t1 was found deployed when taking the device out of the packaging. An exact root cause cannot be determined with confidence without knowing the specific failure, however, factors that could have contributed to the reported event include: premature advancement of the trigger during removal from the paper carrier. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a meniscal repair surgery,one fast-fix 360 delivery system had their first anchor detached from the insertion rod. This was noticed when removed from the sterile packaging. The procedure was switched to a partial meniscectomy, even though there were additional devices to be used. 60% of medial meniscus was resected. The surgery was delayed for less than 30 min. The patient was not stated to be harmed; surgical outcome was fine. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.